Manufacturer narrative:
Patient information was not available at the time of filing. A manufacturer representative went to the site to test the equipment. It was reported that the system was performing as designed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a fess procedure. There was an alleged inaccuracy. They appeared to be accurate in sphenoid, frontal sinuses and pituitary. The surgeon then stated that when he was on the sphenoid it appeared to be 5-6 mm inaccurate to the anterior aspect. There was no delay the procedure. There was no reported impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Engineering reviewed the logs from the reported issue and found cutoff functional endoscopic sinus surgery (fess) exam with minimal trace pattern but insufficient information to determine the root cause of the perceived inaccuracy.

Manufacturer narrative:
The software investigation was unable to determine the probable cause. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a fess procedure there was an alleged inaccuracy. They appeared to be accurate in sphenoid, frontal sinuses and pituitary. The surgeon then stated that when he was on the sphenoid it appeared to be 5-6 mm inaccurate to the anterior aspect. There was no delay the procedure. There was no reported impact on patient outcome.